Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogation report showed atrial undersensing; however, the device has a plugged atrial port. The device remains in use. No patient complications have been reported as a result of this event.